Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the hand piece's knife stopped advancing due to the sticky blood. After that, hand piece moved and after advancing the knife outside the surgical field several times, it got stuck. There was no patient injury.